Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can, which was noted at 52.7cm to 53.3cm from the distal tip, proximal to the suture sleeve tied down impressions. UDI not available as product serial number was not available.

Event description:
This report is to advise of an event observed during analysis.